Event description:
The customer reported, the front case was cracked on the device. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection ,the service technician noted, that they replaced front cover, rear case, left & right handle, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, lens indicator, and tube drive arm. Performed calibration. A review of the device history record showed the device had a manufacture date of 10/13/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to wear of the front case. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which confirmed, similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted, for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, 1604765 for rear case.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the front case was cracked on the device. No patient involvement.